Event description:
It was reported that while in the intensive care unit, the intra-aortic balloon (iab) was prepped and md inserted sheath via right femoral artery. The iab was inserted and prior to connecting the iab to the pump, the md noticed blood in the line. As a result, the iab was removed and another iab was inserted without incident. There is no further information available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.